Manufacturer narrative:
Pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted and no traces of moisture were noted at electronic or motor assemblies per visual inspection. Pump received with cracked case at display window corners and battery tube threads, minor scratched display window and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are not responsive. Customer does not recall any significant events leading to the error, except that pump may have gotten wet in the rain. Troubleshooting was done for button error. Customer's blood glucose was 232 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.